Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the product didn't advance once inserted in the patient and once taken out it was noticeable that the stent was already partially outside the delivery system/open". "Inability to advance the graft immediately after femoral insertion (percutaneous access). Removal of the graft discovering partial unexpected deployment (2-cm proximal graft opened)". "The device was replaced with another one, that was implanted successfully". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) (B)(4). Summary of investigational findings: the complaint information states difficulties with advancing the device (zta-pt-34-30-161) once inserted in the patient. Access vessel diameter (right femoral artery) was 8 mm. The device was removed and it was observed that the stent graft was partially deployed (1-2 cm proximal graft deployment). The device was replaced with another device and the patient did not experience any adverse effects. Additional information described that the stent graft had been deployed after removal. The returned device was without any signs of damage and no parts were missing. The stent graft was found to be partially depolyed with the proximal end still fixed to the introduction system. The stent graft was deployed 6-7 cm revealing the first three proximal stents on the stent graft. The review of the imaging shows a coronal view of the abdominal aorta and iliac arteries. A previous implantation of an ovation endograft in the abdominal aorta and illiac arteries is present. There is a mild calcification of the distal common iliac arteries, bilaterally. Furthermore, mild tortuosity of the proximal right external iliac artery is seen on the imaging. Bilateral common femoral arteries appear normal in caliber on the imaging. Additionally, the imaging review of the right common femoral artery measure the right common femoral artery to have a diameter of 8 mm. Thereby, the od of the sheat and the vessel access size on 8 mm is compatible with each other. The mild calcification and mild tortuosity described in the imaging review may be a factor contributing to the advancement difficulties. However, as the calcification and tortuosity are mild, it may have a minor effect on the advancement of the introduction system. Furthermore, activation of the hydrophillic coating is another factor that may influence advancement. However, this complaint do not report any information about procedures prior to inserting the device into the patient. Therefore the exact root cause cannot be determined. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.